Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator that the battery connector socket on the controller can be twisted and is not sitting tight anymore. It was exchanged out with no impact to the patient.

Manufacturer narrative:
The controller, (B)(4), was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed as the unit was not returned for analysis. Analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.